Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, illegal address power on reset (por) occurred on (B)(4) 2015.

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD) encountered a power on reset (por) carealert. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).